Event description:
It was reported that arctic sun device returned from loan. Arctic sun device system was evaluated for functionality per srw1190027 revision 8 and results were recorded on srfm1190002 revision 6. An electrical safety test was performed, arctic sun device system passed all tests and was functioning properly and was ready for use. The faulty chiller and noisy circulation pump had replaced. Arctic sun device system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. Arctic sun device was calibrated. Received condition were arctic sun device was visually inspected and no physical damage was found to the unit. The reported issue was unconfirmed. Reported issue root cause were none. Other observations were intermittent chiller fault, noisy circulation pump. Reviewed service history and no service max files found related to the reported problem. Pump hours was 1781 and system hours was 2259.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller unit. The device was evaluated and the reported issue was confirmed as it was noted that there was an intermittent chiller fault. The chiller was replaced. It was also noted during evaluation that the circulation pump was noisy. The circulation pump was replaced. The device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device returned from loan. Arctic sun device system was evaluated for functionality per srw1190027 revision 8 and results were recorded on srfm1190002 revision 6. An electrical safety test was performed, arctic sun device system passed all tests and was functioning properly and was ready for use. The faulty chiller and noisy circulation pump had replaced. Arctic sun device system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. Arctic sun device was calibrated. Received condition were arctic sun device was visually inspected and no physical damage was found to the unit. The reported issue was unconfirmed. Reported issue root cause were none. Other observations were intermittent chiller fault, noisy circulation pump. Reviewed service history and no service max files found related to the reported problem. Pump hours was 1781 and system hours was 2259.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.